Event description:
It was reported ongoing occlusion alarms occurred that caused the blood glucose level to display "high" without a specific value. The customer took corrective action by administering a correction injection. The issue was recurring, and the customer regularly resolved it by changing the infusion set and cartridge to resume insulin delivery. However, occlusion alarms continued and clinical troubleshooting has been exhausted and a replacement pump was sent to resolve the issue.